Event description:
It was reported that the touch screen on the programmer was unable to function at certain areas of the screen. A new stylus was tried but it was unable to be calibrated and the situation did not resolve. The programmer was returned for service. No patient involvement or complications were reported as a result of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the stylus would not calibrate with the touch screen. As a result the bezel assembly was replaced.